Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not shock a patient admitted to the intensive care unit. The device was report to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. The customer stated the device was not able to shock because it was not recognizing that the pads were attached. The customer stated the defibrillator was swapped out with another which did shock successfully and there was no harm or injury to the patient. The customer biomed and the philips field service engineer evaluated the device which passed testing. The biomed stated that, upon further investigation, they believe there was an impedance issue, such as the pads not being clicked in all the way to the cable. The customer did not respond to multiple requests for additional information. Impedance is the resistance found between the defibrillator¿s pads when applied to the pateint¿s body that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, and lotions or powders on the skin. The low-energy smart biphasic waveform is an impedance compensating waveform that is designed to be effective across a wide range of patients. However, if you receive a ¿no shock delivered¿ message, check that the patient¿s skin has been washed and dried and that any chest hair has been clipped. If the message persists, change the pads and/or the pads cable (heartstart mrx instructions for use, publication 453564307761, page 70). No parts were replaced. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Patient details were requested but not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not shock a patient admitted to the intensive care unit. The device was report to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.